Event description:
Nurse reported that the customer was hospitalized for high blood glucose and dka. Nurse stated that she has tested the pump and she saw insulin coming out the tube. Nurse also stated that she found a crack on tubing.